Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem ("adjust belt/check belt" messages, bent pins/damaged connector, damaged cable) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the enclosure cover and the monitor case was cracked. The root cause for the damaged case and connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported "adjust belt/check belt" messages, bent pins/damaged connector, and a damaged cable.